Event description:
Frontalis suspension set was put in place in patient's left eyelid. One day later, during follow up, doctor noted the sling had failed and patient was scheduled for an additional procedure to replace the implant. One week later, the patient had the second procedure using a different implant. When the original implant was removed, it was noted to be broken in half.